Event description:
Pt underwent placement of an ivc filter for dvt and pulmonary embolus on (B)(6) 2012. She returned to the emergency dept on (B)(6) 2012, with complaints of chest pain. A CT scan of her chest revealed a foreign body in the right ventricle which was felt to be a wire strut that had broken and migrated from the ivc filter. The strut had punctured the myocardium. Initial attempts to retrieve the ivc filter were unsuccessful and the pt required emergent surgery for increasing pericardial effusion. The pt was returned to interventional radiology on (B)(6) 2012 and the ivc filter and broken strut were successfully removed.